Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retroperitoneal laparoscopic nephroureterectomy (left), when processing surrounding tissue to identify the renal artery, the sealing site was cut unexpectedly with the device. The renal artery was identified at the cut end. When performing a blood vessel clipping to the resected renal artery, bleeding occurred more than 500cc at the moment when the sealing part at the cut end was grasped with the forceps. Hemostatic treatment performed, then converted to an open procedure. Surgical time was extended by more than 30 min.